Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and lumbar radic ulopathy. It was reported that within several months after the patient was implanted with their device, the stimulation started making the patient's legs collapse and twitch while driving. The ins would "go off at crazy times" and hurt them. They also experienced increased stimulation that felt like lightning bolts were shooting up through their shoulders. The patient stopped using their device because of this and hadn't used their ins in years. The patient was aware that the device could possibly be overdischarged. The patient needed to have an MRI (unrelated to their device/therapy) and it was reviewed that they could still have an MRI with a non-operating device. No further complications reported.